Manufacturer narrative:
Copy of sus voluntary medwatch form no. Mw5075556 received. No identifying information was provided with the form in order to help identify the patient's history and/or the model lead number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unknown lead model manufactured by st. Jude medical was defective causing an unknown manufacture pacemaker to be inoperable.